Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog and to make sure insulin is at room temperature before use. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The infusion set site was changed multiple times. Blood glucose was in the 300 mg/dl range. As the pump supplies had been changed, a cause of the occlusions could not be determined. Reportedly, the customer uses humalog in the cartridge for 2-4 days, removes insulin from a previous cartridge and fills the cartridge with cold insulin. Tandem technical support advised the customer that humalog was labeled for 48 hour use with the cartridge, to use room temperature insulin and not to reuse insulin as it may be degraded. The customer acknowledged the information.